Manufacturer narrative:
Upon review, h1 was noted incorrect. This report is to correct h1. Device not returned.

Event description:
Broach sat flush with neck resection and the stem sat proud by at least 4mm.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Broach sat flush with neck resection and the stem sat proud by at least 4mm.